Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the patient had massive bleeding despite applied blood lock. The incident occurred at the end of operation. Due to this incident, wound closure was difficult. During the inpatient stay, due to the hematoma, a movement restriction occurred for the patient. No additional patient consequences have been reported as a result of this malfunction.

Event description:
It was reported that the patient had massive bleeding despite applied blood lock. It's noted that the incident occurred due to the blood pressure increasing at the end of surgery. The incident occurred at the end of operation. Due to this incident, wound closure was difficult. During the inpatient stay, due to the hematoma, a movement restriction occurred for the patient. No additional patient consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that there was massive bleeding despite the applied blood lock. The surgeon and anesthesiologist were both informed before surgery about the sensitivity and importance of communication regarding blood pressure fluctuations. The incident occurred at the end of the surgery and due to the issue the wound closure was difficult. During the patient¿s stay, due to the hematoma, a movement restriction occurred. The discharged took place as planned. On (B)(6) 2018, it was clarified that the device was put on by a or nurse, it was pointed out to the correct handling of the device. The measure was done after placing. The patient was under anesthesia at the time. At the end of the surgery it came to an increase in blood pressure to which the anesthesiologist did not draw the surgeon's attention. After surgery, the anesthesiologist pointed out the importance of blood pressure. The device was inflated at the time of the massive bleeding. There was no medical intervention or additional surgical procedure. The surgical technique for the product was followed. There was no spontaneous deflation. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The customer also returned both hoses, for evaluation. Medicrea has previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) once as documented in the repair reports in livelink. The last repair was august 24, 2017 where it was reported that device required preventative maintenance and the calibration of the device and pressure sensor were performed. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the a.t.s. 4000 tourniquet by medicrea on (B)(6) 2018 revealed that there was no trouble with the device or any accessories. The repair technician noted that the account should check the cuff and/ or the rtp calculation if the surgeon used the lop sensor during the surgery. Repair of the a.t.s. 4000 tourniquet was performed by medicrea on (B)(6) 2018 which included the calibration of the device. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device functioned as intended. The root cause of the massive bleeding despite the applied blood lock cannot be specifically determined with the provided information since during initial inspection the device functioned as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 4000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.